Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained oversensing was observed on the merlin transmission egm. It was believed that the noise was most likely emi, but there was a small change that the noise could also be a result of myopotential oversensing. Programming changes were suggested. The patient was asymptomatic and the noise had not affected therapy.

Event description:
New information notes that programming changes were not made, patient will continue to be monitored. The patient condition is stable.